Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated some of the spokes were broken on both wheels and that there were no injuries involved.